Manufacturer narrative:
The investigation determined that a patient sample was associated with the incorrect patient name and test when processed on a vitros 5600 integrated system. The assignable cause of the event was determined to be user error. The analyzer was operating as intended. The customer reused an sid without ensuring the previously programmed sid was processed to completion or deleted prior to reuse. The technical solution center reviewed information contained in the ¿sample ID reuse¿ section of the 5600 integrated system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred.

Event description:
The customer reported that the incorrect name and demographics were associated with two individual patient samples when using a vitros 5600 integrated system. There were no miss-associated results obtained as the customer identified the discrepancy. However, patient sample results miss-associated with the incorrect patient could lead to inappropriate physician action if occurred undetected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).